Manufacturer narrative:
Date rec'd by MFR and report type updated. Please note that this reported event was previously captured under manufacturer report number 9616099-2017-01576. It was subsequently discovered that it is a duplicate and will be voided as a complaint.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot 17579151 presented no issues during the manufacturing process that can be related to the reported complaint.

Event description:
As reported a saber rx 4 mm 15 cm 155 was delivered to the lesion and inflated. However it ruptured. Therefore it was replaced with a different size new a saber. The procedure was completed successfully. There was no reported patient injury. The product was clinically used and it will be returned for analysis. The target lesion was the superficial femoral artery. The patients information, patients vessel level of tortuousness, calcification and rate of stenosis was unknown. No reported patient injury was reported. Additional information has been requested.